Manufacturer narrative:
The inability to advance is not often associated with a product quality deficiency, and is likely related to the operational context of the procedure. Stent dislodgement can be influenced by many factors, it is possible that it is related to use of the product. The stent interaction with the lesion/anatomy could have caused damage and loosened the stent, resulting in the stent dislodging. A conclusive cause for the stent dislodgement could not be determined; however, the reported inability to advance appears to be related to the operational context of the procedure, and not a product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent is free floating in the pt's coronary or peripheral vessel. Device issue: stent dislodgement. It was reported that after the unsuccessful attempt cross and upon removal of the 3.50 x 18 mm rx vision stent delivery system (sds), the stent became partially dislodged from the balloon. While the sds remained in place, a snare device was advanced to help capture the partially dislodged stent. However, this attempt failed and the stent completely dislodged from the sds. The stent remained in the aorta, and no attempts were made to remove or treat the dislodged stent. An additional vision stent was used to treat the saphenous vein graft lesion. No additional event or pt info is available.